Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over-infusing. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of over infusing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. The complaint was not confirmed through verification testing, incoming inspection and accuracy tests.